Event description:
During an endoscopic stent placement procedure, the physician used a cook endoscopy zilver biliary self-expanding metal stent. The stent was successfully deployed in the area of the right hepatic duct and the bile duct. When attempting to remove the introduction system from the stent, the tip of the introduction system lodged on the stent. Due to this occurrence, the stent moved downward. Because the physician was unable to solve the problem of the introduction system tip becoming caught on the stent, the physician pulled the introduction system with force. At this time, the majority of the introduction system was removed, but a section of the introduction system separated and remained inside the pt's body. The physician trimmed the section of the introduction system near the papilla with endoscopic cutters (and removed part of the introduction system). At this time, the physician confirmed that bile was draining from the stent and also through the wire guide lumen of the introduction system section that remained inside the pt. A small section of the introduction system was cut and removed from the pt. The remaining section of the introduction system remained lodged inside the stent. The pt did not require any additional procedures related to this occurrence. The pt was monitored and a raised amylase level was confirmed, but bilirubin levels did not change and pancreatitis did not occur. The pt is continuing with follow-up treatment. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The initial reporter informed the cook facility in other country of this occurrence on 11/12/2008. The designated complaint handling unit (cook endoscopy- customer quality assurance) was not informed of this occurrence until late 2008. These dates are documented. The importance of timely complaint communication has been communicated to the appropriate personnel in an effort the reduce occurrences of this nature. Evaluation: our evaluation of the returned device confirmed the report of introduction system separation. The inner catheter of the introduction system has separated at the joint that is located approximately 30cm from the distal tip of the introduction system. Magnified visual inspection of the separated area confirmed the inner wall of the inner catheter tubing exhibited evidence of adhesive and was roughened properly during manufacture. Therefore, a manufacturing discrepancy or anomaly that could have contributed to the separation was not observed. Separation of the inner catheter from the introduction system is likely to have occurred due to an application of excessive pressure to the introduction system when removal difficulty was encountered. The section of the inner catheter that separated was included in the return, however, approximately 3cm of the inner catheter (including the introduction system tip) was not returned. The information provide indicated this section of the introduction system had been cut and remained inside the stent. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusion: a definitive cause of for this observation could not be determined because the condition of the device prohibited a complete evaluation and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical condition such as pt anatomy, endoscope position or progression of disease states, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The info provided indicate a sphincterotomy and biliary dilation were not performed prior to stent deployment. If the stent was placed in a severely tight stricture without prior sphincterotomy and/or dilation, this could have contributed to lodging of the introduction system tip on the deployed stent. The instructions for use caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the condition of the product prohibited a complete evaluation. A definitive cause for the reported event could not be determined. Customer quality assurance will continue to monitor for complaint trends.